Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the vibratory alert did not work. The patient is being followed remotely until eri is reached. The device is not considered to be premature battery depletion. The device remains implanted.